Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined, based on an historical analysis of similar reported complaints and the available information, the likely cause as follows: the event was resolved by connecting the cable directly from the video server to the monitor, and it is believed that it occurred because the connection of the video cable was incomplete or because excessive force was applied to the cable and broken. As stated in the instructions for use, as a preventive measure, "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. The cables should not be sharply bent, pulled, twisted, or crushed. Cable damage can result."

Manufacturer narrative:
The device was not returned to olympus for evaluation. The reported problem was resolved by the customer upon connecting directly from the video processor to the monitor; the procedure was then completed without further video outages. Through communication with the customer, olympus technical support determined the customer was using an electro-surgical generator device near the olympus video processor. The device instructions for use provides the following warning statements: be sure that the light source is not used adjacent to or stacked with other equipment (other than the components of the light source or system) to avoid electromagnetic interference. Do not extend a single wall mains outlet into multiple outlets for simultaneous connection of both the electrosurgical unit and light source. Malfunction of the equipment may result.

Event description:
A user facility reported to olympus that their cv-190 "lost the image" during a case for 2 or 3 seconds. The event occurred during a patient procedure with a 1-2 minute delay; the patient was not under general anesthesia when the event occurred. The intended procedure is unknown. The procedure was completed using the same device. The device was inspected before use and there were no problems noted; settings were checked and found to be correct. There was no patient injury or harm associated with the event.